Event description:
It was reported normal elective placement indicator (eri) was seen and the device was replaced. It was stated the stylet broke through the tip of the lead between electrodes 1 and 2. It was stated another lead was used successfully.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0am2p, product type: lead. Product ID: neu_stylet_acc, lot# unknown, product type: accessory. (B)(4).

Manufacturer narrative:
Analysis of the lead showed the distal end of lead insulation perforated by the stylet.